Event description:
Two implants broken at insertion. Surgeon had punched and tapped prior to insertion. The first implant squeaked and then broke. The same happened during a second attempt. The broken section of both implants remains in the pt. No adverse consequences with th ept have been rpeorted as a result of event.